Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have an insulation break as well as coiled up under the device. The entire left sided system was abandoned and occluded on the left side. The physician then implanted a new system on the other side. Additional information was received indicating that the system had not been checked for several years and the device was at eol. Subsequently, an existing rv lead was unable to test because it was occluded on the left side. However, based on x-ray, it showed a possible insulation issue with the lead and that it was possibly dislodged. This rv lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.